Event description:
Physician performed left chest tube insertion procedure on patient. Administered patient versed and morphine IV and patient's blood pressure dropped. Physician ordered bolus of lactated ringer IV solution of 500cc. Tubing primed and set up in the pump. The IV pump began beeping a long, continuous sound. Beeping could not be corrected, even tried plugging cord into multiple outlets, but continued to beep. Another pump was obtained and bolus infused without difficulty. IV bolus was delayed due to malfunctioning pump.bio-med checked pump. Ac power indicator on front of unit not on. Ran on battery power even when plugged into the wall outlet. Pump ran for a short period of time on battery while alarming, then shut down. Low battery likely caused by absence of ac power being supplied to unit and battery charging circuit. Checked power cord for fault and no fault found. Problem was not power cord or power control board. Hospira field rep called and inspected unit. Replaced power cord and checked power control board. Issue was corrected and all functions on pump working.